Event description:
Nurse was administering an injection in pt's arm and the syringe squired medication in employee's eye and mouth that was assisting the nurse and pt. Syringe has an obvious crack in the outer tube about 1" long.